Event description:
Patient reported the infusion device displayed an e2 (battery depleted) error message. Patient stated she changed the battery several times and afterwards the device displayed an e8 (power interrupt) error message and a w3 (review time and date) warning. Type of battery is unknown. Patient reported experiencing an elevated blood glucose level. Treatment received was not provided. Patient's normal blood glucose level was not provided. Affiliate reported there is a black blotch on the display of the infusion device. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.